Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 40 mg/dl at the time of the event, at the time of the report, the display on the insulin pump was blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.